Event description:
Per the clinic, the patient experienced irritation along the lateral edge of the transducer and skin redness at the implant site. It was also reported the patient noted tenderness over the implant site. Initially, ingrown hairs were removed, and the patient was prescribed antimicrobial medication (specific date, type, and duration not reported); however, the issue persisted so the patient was treated with oral and topical steroids (specific date and duration not reported), the implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.